Event description:
The customer's biomedical engineer reported to the service depot on 07 october 2009 that a colleague cx volumetric infusion pump single channel had failure code 810:11. This event occurred in the ICU (intensive care unit) during patient therapy with the patient connected. Therapy was stopped/interrupted for an unknown length of time. According to the customer, there was no adverse event, patient injury or medical intervention associated with this report. The software version of this pump (B) (4) and has been categorized as colleague 2006. There is no additional information is available.

Manufacturer narrative:
(B) (4)there is a CAPA investigation associated with this complaint. (B) (4).the pump has been received and evaluated by baxter. Failure code 810:11 was confirmed but could not be reproduced. Failure code 810:11 was caused by ail out of calibration. The ail pcb (air in line printed circuit board) was recalibrated.